Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The 5.0 x 40mm, 135cm mustang balloon catheter was advanced for lesion dilation. The balloon was first inflated at 10 atmospheres. Second inflation was performed at 16 atmospheres. However, during the third inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.